Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the mrx is functioning however, the green ac light goes out when the battery is plugged in. The customer replaced the battery and the battery pca and the issue remains. There was no reported adverse patient impact.

Manufacturer narrative:
The repair bench ordered a replacement processor pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.